Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that left ventricular (lv) lead exhibited high, out of range pacing impedance and failure to capture. A conductor fracture or a break in the solder point for that electrode was suspected. Programming changes were made to deactivate the lead. The patient was in stable condition.